Event description:
Clinical adverse event received for pins and needles l knee and limited rom. Event is not serious and is considered mild. Event is possibly related to procedure. Event is not related to device. Date of implant: (B)(6) 2022. Date of event: (B)(6) 2022. (Left knee) (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).